Event description:
It was noted that an error code "375" occurred, in which "call your doctor" was displayed, in regards to a device that failed to charge appropriately. A physician recharge was being performed for an overdischarged battery. It was noted that the device had not been charged in two years. An initial 60 minute trickle charge session was attempted 5 times. The user then attempted a normal charge session; however, the error message was repeated. The normal charge session was then bypassed. It was discussed that the unit should be charged as long as possible, as at least a 25% charge is required for interrogation. It was determined that the unit's charge could not reach a level of at least 25%. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).